Event description:
The customer reported they primed the tubing with saline first and it was during setup of putting the tubing in the pump that they noticed that it was leaking. They said what was coming out was most likely saline but they were hanging paclitaxel so some of the drug could have dripped out but not sure. The spill went onto the floor and was treated as a chemo spill. The customer stated none of the spilled liquid got on the patient or the nurse. The set was leaking next to the smart clip right at the pumping segment. A sample investigation could not be performed as we did not receive the actual complaint sample. We received video which showed leakage at blue safety clamp. However, based on the video, we cannot determine what was the cause of the leak. Without an actual sample a detailed analysis is unfortunately not possible. We performed a free flow and tightness test on one retain sample of the complaint batch and could not find any non-conformity. The review of our production documents did not show any deviations related to the complaint reason. Based on the investigation results, a root cause could not be determined.